Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a post polypectomy site in the large bowel during a colonoscopy procedure on (B)(6) 2011. According to the complainant, after the clip was deployed, it would not separate from the catheter. The clip was removed from the tissue without any complications and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.